Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 600 units of insulin during the load sequence. Tandem technical support educated the customer that cartridge can only hold up to 300 units (3.0 ml) of insulin as per user guide. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose value.